Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up in the hospital, atrial noise and low pacing impedance was observed. This may have been due to a lead issue. A programming change had been previously made. The patient returned for the next follow-up and everything was working properly. The patient is good condition.